Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted and the motor passed motor test. The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device alarmed motor error alarm and no delivery alarm. Customer's blood glucose was 472 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.